Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump stopped working. The customer stated that the time was frozen at 4pm. The customer stated that he took the battery out and the battery icon still showed bars. The customer also changed the battery and nothing showed on the screen. The customer stated that the only response was pressing the act button, the pump vibrated. The customer stated that the pump did not alarm after new battery insertion. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with an unexpected blank display after count up due to a cold solder joint on the lcd connector. Unable to verify the frozen screen due to the unexpected blank display. Unable to perform functional testing due to the unexpected blank display. No physical damage was noted during visual inspection.